Manufacturer narrative:
All buttons functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 260 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.